Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 410 mg/dl. Customer treated with water. Troubleshooting found that the issue was resolved by a complete set change. The customer was advised to follow up with their doctor if their high blood glucose goes up. Customer declined further high blood glucose troubleshooting.